Event description:
It was reported that a home patient's (hp) transfer set was leaking during use. The home patient (hp) stated their registered nurse (rn) had told them the transfer set should be replaced every six months. The hp stated they had been using that transfer set over a year. The hp stated the leak occurred while the transfer set was closed. The hp had bumped the transfer set after taking a shower prior to the leak. There was no damage to the transfer set noted prior to the leak. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.